Manufacturer narrative:
The t:slim g4 user guide states, "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer awoke, the pump was off and could not be turned on. Customer charged the pump for several hours and the pump turned back on; however, a reset screen was displayed and the time/date were incorrect. Customer's blood glucose level ranged from 205-233 mg/dl. Reportedly, customer did not have alternate insulin therapy readily available but would obtain alternate insulin therapy from a relative and health care provider. Customer declined follow up from tandem technical support.